Event description:
Procedure: hemicolectomy. According to the reporter: the surgeon performed a laparoscopic right colectomy in 2008. Intraoperatively, the anastomosis appeared to be intact. Ten days postoperatively a cat scan revealed the patient had free air and free fluid in his abdomen. The surgeon reoperated and found an opening in the anastomosis which was leaking. The staples appeared to be found formed correctly. The patient brought back to the or for a diverting colostomy.